Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. Per reporter the residual volume was 98.9 ml, rate 2.5 ml and given 16.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).